Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a surgery to treat the trochanteric fracture, after insertion of the device, it was noted that proximal femoral nail antirotation (pfna)-ii blade could not be locked. When implanting the blade with the spiral blade propeller, the spiral blade propeller could not lock the blade. Another blade was used, and it could be locked without issue. There was no surgical delay. There were no adverse consequences to the patient. This report is for a spiral blade propeller. This is report 2 of 2 for (B)(4).